Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer was rolling the patient to change the bed sheets and the console generated a fiber optic sensor failure alarm. The customer was guided in troubleshooting which was unsuccessful in resumption of the arterial pressure (ap). The customer was directed to connect the transduced inner lumen to the console and disconnect the fo sensor connector. Therapy was not interrupted. There was no patient harm or adverse event reported.

Event description:
It was reported that after approximately 30 hours of intra-aortic balloon (iab) therapy, the customer was rolling the patient to change the bed sheets and the console generated a fiber optic sensor failure alarm. The customer was guided in troubleshooting which was unsuccessful in resumption of the arterial pressure (ap). The customer was directed to connect the transduced inner lumen to the console and disconnect the fo sensor connector. Therapy was not interrupted. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter: (B)(6), bsn, rn, ccrn assistant nurse manager. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned maquet sheath. The pressure tubing was also returned. A catheter tubing/inner lumen kink was observed near the y-fitting at approximately 76.2cm from the iab tip. Additionally, further visual examination of the product detected that the optical fiber was also broken at this location. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. A 0.025" laboratory guidewire was inserted in the inner lumen and was found to be occluded with blood. Unable to clear occlusion. The optical fiber was found to be broken, which appeared to had been the result of a severe catheter tubing/inner lumen kink. However, we were unable to determine when this kink may have occurred. We were unable to duplicate the clinical settings. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.